Manufacturer narrative:
The initial report indicated a separate procedure. Per clarification, the entire process from the catheter original insertion and the pull and replace was within the same time period.

Manufacturer narrative:
Submit date: 09/09/2015. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
Customer reports during insertion of the catheter, the catheter kinked at the middle and formed an l shape inside the patients body. The doctor found there was no blood coming out from the venous side. An x-ray was taken and revealed the catheter was kinked. The catheter was pulled and replaced.

Manufacturer narrative:
Submit date: (B)(6) 2016. The device history record was reviewed and indicated that the product was released accomplishing all quality standards. A sample was received for evaluation. A visual inspection was performed and revealed that the shaft of the catheter is kinked towards the center of the catheter. As per the instructions for use, it is necessary to perform a visual inspection before using the device. Do not use the catheter if it appears damaged or defective. Catheter tubing can tear when subjected to excessive force or rough edges. Inspect the catheter frequently for nicks scrapes or cuts which could impair its performance. The catheter was inserted into the patient¿s body without complication; therefore, the device was more likely damaged during use. A possible root cause can be that the catheter was not inserted correctly. A corrective action is not required at this time. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent non-conforming product from leaving the manufacturing operations. As per procedure, quality assurance performs in-process inspection at the final stage of production, which would identify these issues. This complaint will be used for tracking and trending purposes.